Event description:
Pt in cardiac cath lab for ptca of lad and major diagonal via rfa. Diagonal stenosis was angioplastied with good result. Attention was then turned to the lad. A 30 mm balloon dilating catheter was advanced to site of stenosis. Two inflations were performed for a maximum duration of 120 seconds to a maximum pressure of 10 atmospheres. During the second inflation the balloon ruptured and was unable to be removed from the coronary artery. Pt was referred for emergency CABG surgery. Three vessel CABG and removal of retained angio plasty balloon and wire was successful.